Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer also reported a motor error alarm during basal. Customer stated that the insulin pump was dropped. Troubleshooting was performed and the drive support cap appeared to be normal. Nothing further was reported.

Manufacturer narrative:
A33 alarm during prime/a33 test at 4.0 lbs due to faulty fsr (gold) and motor error alarm during basic occlusion test due to faulty fsr (gold). Motor passed motor test.pump received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and a missing end cap sticker.